Manufacturer narrative:
The support engineer evaluated the device onsite and found the issue. The support engineer confirmed the cause of the device not passing the operation control test was due to the device's display being defective. The display was replaced. The device passed all performance assurance tests and was returned to the customer. The faulty part was discarded and is not available for further investigation.

Event description:
It was reported the device's display screen is abnormal. There was no patient involvement.